Manufacturer narrative:
Attempts have been made to retrieve additional information about the event and device. The additional information will reportedly be forwarded to depuy mitek; however, it is not known if it will be received within the 30 day reporting requirement, therefore, depuy mitek would like to file this initial medwatch report at this time. When and if additional information is received it will be reflected in a follow-up medwatch report.

Manufacturer narrative:
The complaint device was received and reviewed with an npd engineer. Visual observation of the anchor under magnification revealed no structural anomalies that would have contributed to this failure. However, a portion of the proximal end of the implant is broke off. If the anchor was pulled out by itself, this portion would not be broken; the anchor also has two deep scratches on its surface. Since this product works by expanding below the cortical layer to provide fixation this broken piece combined with possible soft bone quality and a thin cortical layer most likely lead to the post-operative pull out of the anchor. Moreover, the description did not say any of these events occurred but over tensioning or any difficulty removing the gun from the inserter could also reduce the fixation strength in softer bone. Furthermore, no lot number was supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. Based on the overall complaint rate for this failure mode, at this point in time, no further action is warranted. However, depuy (B)(4) will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Procedure in (B)(6), on a vital older man. Used the anchor correctly, deployed and tested during surgery. After a couple of weeks the patient had complaint again and heard a sound moving his shoulder. X-ray was done that showed the anchor had come out of the bone. No trauma to the shoulder had occurred to explain this. End of (B)(6) 2014, a revision procedure was performed to remove the loose versalok on the (B)(6) 2014.

Event description:
Procedure in (B)(6), on a vital older man. Used the anchor correctly, deployed and tested during surgery. After a couple of weeks, the patient had complaint again and heard a sound moving his shoulder. X-ray was done that showed the anchor had come out of the bone. No trauma to the shoulder had occurred to explain this. End of (B)(6) 2014, a revision procedure was performed to remove the loose versalok on (B)(6) 2014.